Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient has gastroparesis and they believe it¿s because the patient is getting too much morphine. The hcp requested to have the pump dose adjusted. The change in symptoms was noted as ¿sudden.¿ the issue started on (B)(6) 2018. There were no further complications reported/anticipated. The caller was transferred to the nas (national answering service).